Event description:
It was reported that this right atrial lead exhibited low amplitude and undersensing. Reprograming of the system and further evaluation of the patient were discussed. This lead remains in service. No further adverse patient effects were reported. Requests have been made in order to inquire about the model/serial number of the lead, however, at this time, no further information is available.